Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Furthermore, in situ measurement show a fluctuating ground path impedance, which is likely caused by a temporary air bubble above the implant site. However, to determine an exact root cause a device investigation of the explanted device is necessary. Currently the hearing perception is still satisfactory. The device remains implanted and in use. This is a final report.

Event description:
Reportedly, the user can only hear properly when he is pushing on the implant side. The field suspects air around the implant body. Per new information received on 19-nov-2024, the user hears fine as before. Positioning of the coil is normal and there is no need to apply pressure anymore to hear. The user is satisfied with the current hearing and does not want any further changes, and certainly not any kind of intervention.

Event description:
Reportedly, the user can only hear properly when he is pushing on the implant side. Further technical checks are scheduled for the next 1-2 weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.